Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated lead displayed noise, oversensing and pacing inhibition. The patient reported feeling woozy. A electrogram was sent in for review. Boston scientific technical services determined the noise to be from the minute ventilation feature. A recommendation to turn the feature off was made. There were no adverse patient effects reported. The system remains in service.